Manufacturer narrative:
Additional product code: fsm. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 14, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial right leg femoral nailing procedure on (B)(6) 2016, it was discovered that the piece on the drill sleeve that the drill bit passes through was not perfectly rounded. As such the drill bit would not pass through the drill sleeve as expected during the case. The surgeon smacked the drill guide down and used the drill bit to move tissue. There was a three to four (3-4) minute surgical delay. The patient and procedure was reported as successful. It was reported the sleeve might have been bent. No additional information available. Concomitant devices reported: drill bit (quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the subject device (8.0mm/4.2mm drill sleeve 200mm, part # 03.010.065, lot # 1583820). The returned subject device was examined and the complaint condition was able to be confirmed. The distal lip was flattened inwards. The distal hole measured to be under the design minimum per relevant product drawing. Replication of this failure mode is not applicable. A visual inspection, device history record review, and drawing review were performed as part of this investigation. This complaint is confirmed. The 8.0mm/4.2mm drill sleeve 200mm (03.010.065) is noted in multiple trauma system technique guides including: titanium cannulated tibial nail and titanium cannulated hindfoot arthrodesis nail. In each instance the trocar is passed through a stab incision to the bone and removed after which the applicable drill bit is inserted through the drill sleeve and the hole is predrilled prior to screw insertion. Relevant drawings for the returned devices were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of this device. Although the definitive root cause could not be determined with the given information, it is likely that rough handling contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.